Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an error code 701:00 was confirmed during product evaluation. The root cause of this condition was assigned to issues with the seating of the pump head module software u12 prom (programmable read only memory). The pump head module software (u12 prom) was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with an "error code 701:00". This condition had the potential to interrupt delivery. The event was reported to have occurred while "checking the event history of the pump" in biomed service. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention reported related to the device. No additional information is available. The user interface module software version is unknown at this time.